Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome. It was reported that the battery stopped working 6 years ago. No symptoms reported. No further complications were reported/ anticipated.

Manufacturer narrative:
A correction was made to reflect most accurate information. If information is provided in the future, a supplemental report will be issued.